Event description:
Caller reported a problem with loading a cartridge, experiencing a loop that prevented successful loading. There was no adverse impact to the customer's blood glucose level. The customer checked the pump history, found no notable events, and initially loaded a cartridge with an estimated 190 units, attempting to fill the tubing twice with 16 units each time without success. Technical support guided the customer to load a new cartridge, and the issue was resolved. The customer successfully resumed insulin delivery, requiring no further assistance.